Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 9.4 mmol/l at the time of the issue. The customer's most recent blood glucose was 6.7 mmol/l, compared with the sensor glucose reading of 3.2 mmol/l. The caller stated that the customer struggled with falling and rising rates all day, noting that the sensor indicated a double arrow rise rate when the blood glucose was normal based on the glucose meter. The customer did not have any issues with insertion techniques and was advised to use over tape. The caller also reported bent sensor cannulas. The customer was advised that the issue was most likely due to the sensor not being situated properly in the interstitial fluid, preventing it from tracking changes in glucose. The customer was advised to monitor the sensor. The customer was advised to replace the sensor.